Manufacturer narrative:
The patient was successfully treated with antibiotics. The leads remain implanted, and the lead extensions were cut per standard practice while the patient awaits a permanently implanted system. The cause of the event could not be confirmed. Infection that may require hospitalisation with intravenous antibiotic therapy is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During the patient¿s evoke spinal cord stimulation (scs) system trial period, a potential infection was detected. The patient was treated with antibiotics.

Event description:
During the patient¿s evoke spinal cord stimulation (scs) system trial period, a potential infection was detected. The patient was treated with antibiotics.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.